Event description:
The implant date of this lead is unknown but still remains implanted at this time. Patient came in for follow up and there was an episode of atrial oversensing of noise. There was a >2 sec pause only in the atrium and not the ventricle. The noise was recreated with myopotential testing. The physician is dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).